Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed high amplitude, non-physiologic noise along with baseline shifts and sudden drops in signal amplitude resulting in inappropriate shocks. These kinds of artifact are a result of sudden changes in the impedance pathway of the sensing vector. This can be cause by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the header. Technical services (ts) recommended high resolution x-rays to evaluate lead insertion and exclude lead impairment, aggressive isometrics and pocket manipulation to attempt to recreate noise/artifact and finally to reprogram to the secondary sensing vector. The recommended troubleshooting was performed. Noise could not be reproduced. The x-rays did not reveal any anomalies. The device was reprogrammed as recommended.